Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the shaft was severely kinked. The kink was located at 48.1cm distal to the strain relief. This kink is consistent with excessive force having been applied to the shaft. An examination of the balloon identified that the balloon had been inflated and was not refolded. The guidewire that was used during the procedure was not returned with this device. As a result another 0.035inch size guidewire was inserted through the tip where it travelled through the wire lumen until it came to the site of the severe kink, where it met with a restriction. The wire was removed and loaded from the hub. Again it passed freely through the wire lumen until it came to the site of the kink. No other issues were noted with the device which could potentially have resulted in a resistance in wire movement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the tibial and superficial femoral artery. After a zipwire crossed the lesion, a 3.0-80mm, 120cm wanda balloon catheter was advanced for dilation. After dilation was performed, the device was removed. However, the physician had difficulty pulling back the catheter and the catheter adheres to the wire. The physician had to remove the devices as one unit outside the patient's body and completed the procedure using another device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the tibial and superficial femoral artery. After a zipwire crossed the lesion, a 3.0-80mm, 120cm wanda balloon catheter was advanced for dilation. After dilation was performed, the device was removed. However, the physician had difficulty pulling back the catheter and the catheter adheres to the wire. The physician had to remove the devices as one unit outside the patient's body and completed the procedure using another device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.